Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed contrast in the balloon which was loosely folded. While inflating with water, a pinhole in the balloon was identified 3mm from the proximal edge of the distal markerband. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The most probable root cause remains operational context. (B)(4).

Manufacturer narrative:
(B)(6). The device was not received for analysis. The manufacturing record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that during a stenting treatment procedure a pinhole was noted. The target lesion was located in the 60% stenosed, severely tortuous internal carotid artery (ica). A 9mmx40mm wallstent was successfully deployed. Then a 6.0mm x 20mm sterling monorail balloon was advanced for post dilation. The balloon was removed and the physician noted a pinhole in the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient status is stable.

Event description:
It was reported that during a stenting treatment procedure a pinhole was noted. The target lesion was located in the 60% stenosed, severely tortuous internal carotid artery (ica). A 9mmx40mm wallstent was successfully deployed. Then a 6.0mm x 20mm sterling monorail balloon was advanced for post dilation. The balloon was removed and the physician noted a pinhole in the balloon. The procedure was completed with another of the same device. No patient complications were reported and patient status is stable.